Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking fluid from an unspecified location. Prior to connecting for therapy, the patient observed that there was a fluid leak from an unspecified location on the device. The patient examined the supplies and could not find anything unusual that could have caused or contributed to the event and they decided to start the therapy after cleaning the liquid around the device. Later in the therapy session, the patient decided to stop the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.